Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: a1: patient ID: (B)(4). D4: this report is for one (1) of the zipfix cables from a box of five (5) cables. D9: complainant part is not expected to be returned for manufacturer review/investigation as it was noted the devices were discarded. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on april 12, 2024, intra-operatively the sternal zipfix cables were bent from the rachet end and cracked on one (1) end. They were immediately changed with different stock that was available. No fragments were generated. The procedure was completed successfully with no delay and no additional medical intervention needed. This report is for a zipfix cable. This is report 5 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected data: b1, b5, h1, h6: this complaint was reviewed, and this sternal zipfix with needle sterile / 5 pack was found to be not reportable. This product contains five zipfix ties. Four additional products were reported in error. The single product that remains reportable was captured in MFR 8030965-2024-05632. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.